Event description:
Patient undergoing laparoscopic cholecystectomy. Surgeon stated that the endopouch malfunctioned: the deployment ring retracted without the bag. The bag detached itself from the ring and was pulled through with the green suture. The metal ring went into the handle without the bag.